Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and complex reg pain syndrome type 1. It was reported that the manufacturer was informed that the patient's pump went in and out of multiple motor stalls. These motor stalls recovered and this pattern continued intermittently. Patient was scheduled for replacement on (B)(6) 2017. It was reported none known for environmental / external/patient factors that may have led or contributed to the issue. Hcp read pump and logs to determine stalls. Hcp filled pump with saline and put patient on oral meds. At the time of this report, the issue was not resolved and patient status was alive-no injury. No patient symptoms were reported. Patient weight and medical history were unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of multiple motor stall was not determined and the pump was returned to the manufacturer for destructive analysis. The time and date of motor stall and recovery was reported "(B)(6) 2017". The pump had been explanted on (B)(6) 2017. Since the pump was no longer implanted, the rep would say that it had been resolved. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.. Eval code - conclusion code ¿ 92 is being updated to 11 for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the drugs in the pump at the time of the motor stall were fentanyl 1,500 mcg/ml and bupivacaine 30 mg/ml. No further complications were reported/anticipated or expected.

Manufacturer narrative:
The pump was returned and analysis found residue on the gear shaft of the motor gear train that resulted in the motor stall(s). The analysis also found corrosion and-or wear and-or lubrication. If information is provided in the future, a supplemental report will be issued.